Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012261990); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012286106); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, following valve placement, complete heart block (chb) and a heart rate of 40 beats per minute (bpm) were noted. A temporary pacemaker was placed during the procedure and the settings were changes to a rate of 80 bpm following the start of the chb.

Event description:
Additional information was received that 8 days following implant of the valve, a permanent pacemaker was implanted.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.